Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the placement of the right ventricular (rv) lead was difficult due to the patient¿s ventricular anatomy. In addition, there was difficulty with stylet insertion into the lead. When the lead was finally placed, the lead helix would not extend after 14-16 rotations. Trouble shooting steps were taken with no success. The lead was removed and as it was taken out of the introducer, the helix extended. The physician thought that the introducer may have cinched the lead causing excessive binding of the lead. The introducer was examined and it was determined that the valve ¿looked different.¿ the lead helix was able to be retracted and extended on the sterile table with no difficulty; however, the lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. It was observed the helix extended and retracted smoothly and within specification. A test stylet was fully inserted with no resistance or anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.